Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number (B)(6), confirmed the presence of depositions consistent with a low flow condition, which would have contributed to the reported event. Analysis of the submitted log files confirmed the reported elevation in pump powers and pump temperature. The system controller periodic log file showed an increase in motor power, beginning sometime after 02:38pm on 25jan2020. It should be noted that the periodic log files were set to record data every 1 hour, and the system controller event log file¿s earliest recorded data was from 07:00pm on 25jan2020. Motor power increased from a baseline of approximately 3.4-3.9 mw to a maximum of 14.057 mw on 25jan2020 at 09:38pm. Lvad temperature increased from a baseline of approximately 44-46 degrees c to a maximum of 68 degrees c on 25jan2020 at 08:38pm. These events were associated with the harmonic compensation and motor instability lvad fault flags. The reported lvad fault alarms were also confirmed through evaluation of the submitted system controller event log files. The lvad internal fault alarm became active at 08:03:20 pm, with motor power captured at 10.148 mw and lvad temperature at 65 degrees c. The circuit over temperature lvad fault flag also became active at this time. Despite the elevations in power and lvad temperature, the log files appeared to show the pump speed operating at or above the low speed limit while the driveline was intact. The reported low flows could not be confirmed through the evaluation of the submitted or retrieved log files. Heartmate 3 lvas, serial number (B)(6) was received for evaluation on 30jan2020. The pump was returned assembled with the pump cable severed approximately 10.5¿ from the pump housing. The distal end of the pump cable was returned connected to the modular cable. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the pump outflow. The apical cuff was not returned. Residual blood was observed in the interior of the outflow graft. Loosely coagulated blood was observed within the outflow cannula graft attachment. No developed depositions or thrombus formations were observed within the outflow graft or outflow cannula graft attachment. Examination of the pump¿s blood-contacting surfaces revealed depositions of grainy, denatured blood within the distal side of the inflow cannula, interior of the pump cover, and pump outflow. The deposition in the middle of the pump cover was adhered to the blood-contacting surface. Additional grainy, denatured blood was observed within the eye and vanes of the rotor. The denaturation of the observed depositions indicates that the occlusion was present while the pump was supporting the patient; however, a duration of time for which the depositions were present in the device could not be determined. No additional thrombus formations were observed. The depositions were forwarded to an outside lab for histology/pathology analysis. This analysis found that all depositions were fibrin clots, with very sparse host cellularity other than red blood cells. Due to the lack of cellularity and overall lack of structure of the clots, an exact age could not be discerned, although the brief implantation period of the assist device is in keeping with four to five days. There was no evidence of an organism. No evidence of calcification was observed. The report of calcium becoming dislodged from the left ventricle and ingested into the pump could not be confirmed through this evaluation. The observed depositions appeared to have developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. The denaturation of the depositions appears consistent with the log file finding of an increase in lvad temperature. Upon removal of the observed depositions, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Mlp-018664 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Additionally, mlp-018664 and the returned modular cable, lot number 7157727, were connected to a test system controller, patient cable, power module, system monitor. (B)(6) was able to be started using the pump start button on the test system monitor. The pump was able to be stopped multiple times using the pump stop button on the test system monitor. The reported event of the pump not accepting commands from the system monitor could not be re-produced through the evaluation of the returned pump and modular cable. The heartmate 3 lvas IFU is currently available. The hm3 IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy (including inr range) for patients using the device. The introduction of the hm3 IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The hm3 IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section of the hm3 IFU describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with resolving them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During hospitalization, the patient's flow dropped with positional changes. During the event, the patient's pulmonary capillary wedge pressure and pulmonary artery pressures increased significantly. The patient was treated with nitric oxide and diuresis. The site reported a very pulsate arterial waveform. The lvad was not maintaining speed. On the system monitor, the alarm " lvad fault" appeared. Log file analysis confirmed increased pump power/flow readings, lvad fault alarms and noted high lvad temp. The pump stopped accepting commands from the system controller. During the event, the patient's driveline was severed and disconnected for a unspecified time. The device was exchanged. It was noted the patient had significant calcification to the left ventricle near the septal wall of the inflow cannula. There was a visable thrombus in the inflow cannula as well. A piece of calcium became dislodged from the left ventricle and was ingested into the pump. Once the new pump was place and started, lvad function and number were within normal limits. No further information was reported.